Event description:
A physician attempted an arteriotomy closure after a diagnostic procedure. The sheath did not slit properly. Hemostasis was achieved with manual compression.

Manufacturer narrative:
Upon investigation, the sheath failed to slit due to a dull cutter making it difficult to complete the thumb advancer stroke. Review of the lot did not produce any findings relevant to this report. A corrective action has been initiated related to this malfunction. Abbott identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".